Manufacturer narrative:
E1: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced insulin flow blocked alarm and eventually got hospitalized event on (B)(6) 2024 due to severe ketoacidosis. The blood glucose level was 310 mg/dl at the time of hospitalization. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, the information in this complaint (B)(4) has been evaluated for the malfunction occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No t/s, inconclusive t/s, or partial t/s done, refer to cannot be determined. No escalation required. The batch 6006813 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No t/s, inconclusive t/s, or partial t/s done, refer to cannot be determined complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6006813 was manufactured according to the document 4902100 version 78 on the packing process in the machine 12, on 28/apr/2024, with a total of 57,000 units. Assembly DHR review: the lot 4d03122 was manufactured according to the wi version 27 manufactured in the line assembly quickset, on 27/apr/2024 with a total of (B)(4) units. The lot 4d03123 was manufactured according to the wi version 27 manufactured in the line assembly quickset, on 27/apr/2024 with a total of (B)(4) units. The lot 4d04361 was manufactured according to the wi version 27 manufactured in the line assembly quickset, on 28/apr/2024 with a total of (B)(4) units. The lot 4d03124 was manufactured according to the wi version 27 manufactured in the line assembly quickset, on 28/apr/2024 with a total of (B)(4) units. Glue tubing DHR review: the lot 4d03084 was manufactured according to the wi version 41 manufactured in the machine mp08 and mp04, on 25/apr/2024 with a total of (B)(4) units. The lot 4d03083 was manufactured according to the wi version 41 manufactured in the machine mp08 and mp04, on 21 /apr/2024 with a total of (B)(4) units. The lot 4d03877 was manufactured according to the wi version 41 manufactured in the machine mp05, on 19/apr/2024 with a total of (B)(4) units. The lot 4d04142 was manufactured according to the wi version 41 manufactured in the machine mp05, on 19/apr/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 15/aug/2025 against malfunction code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No t/s, inconclusive t/s, or partial t/s done, refer to cannot be determined. No escalation required and lot 6003136 and no more complaints have been registered in database for the same lot 6003136 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.